Manufacturer narrative:
(B)(4).external insulation abrasion was noted at 7.5-8.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the lv lead exhibited out of range pacing impedance. Cut was observed on the lv lead. The lead was explanted and replaced without complications. The patient was stable.